Manufacturer narrative:
Ams designated service engineer evaluated and repaired the laser by replacing the top cover. There has been no recurrence of this reported issue.

Event description:
It was reported that during a prostate procedure, "touch screen y calibration was goes down position". The physician reverted to turp to complete the procedure. Pt outcome: "pt condition was ok" reported.